Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the glass cap and metal cap were detached and returned; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited severe burnt on detritus; the outer flow tubing exhibited severe contamination, likely biologic. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that the fiber tip malfunctioned during the procedure. Additional information was not reported. An alternative procedure (turp) was performed to complete the procedure. No injury reported.